Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report patient death. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr) of grade 4, underwent a mitraclip procedure. Three clips were implanted and the mr was reduced to grade 1. On an unspecified date post mitraclip procedure, the patient died due to neurologic causes. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: patient code (B)(4) removed. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information was received that the physician assessed the death as not related to the mitraclips. There is no reported adverse event or device malfunction related to the device. There is no complaint against this device. Based on this information, this device would not be MDR reportable.

Event description:
Subsequent to the initial report filed, additional information was received: the study physician assessed the death as not related to the implanted mitraclips. The patient was re-hospitalized after being found down at home after an unknown period of time. The patient was intubated and blood sugar levels were in the 20's. The patient had bilateral pleural effusions and anasarca. He required intubation for hypoxic and hypercapnic respiratory failure. The patient was administered diuretics, without significant improvement and was ventilator-dependent. The patient's neurologic status did not improve and the patient was removed from life support. The mitraclips were well attached to the leaflets. On (B)(6) 2018, the patient died of causes related to encephalopathy, likely secondary to severe prolonged hypoglycemia, right heart failure, and acute and chronic hypoxic and hypercapnic respiratory failure with bilateral pleural effusions. Per study physician, the patient's death is not related to the implanted mitraclips. No additional information was provided. Death unrelated to the mitraclip devices is not MDR reportable.